Manufacturer narrative:
This report is related to previously reported complaint of noise problem, MFR number 2017865-2014-04065. A partial lead with the tip measuring 36.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of the analysis completed for the previously reported complaint of noise problem, MFR number 2017865-2014-04065.